Event description:
According to the reporter, during a laparoscopic sigmoid resection procedure, the device was unable to be fired. The green button could be pushed, but the handle could not be squeezed. A new device was used in order to complete the case. No patient injury.